Event description:
Dealer alleges " the consumer stated the chair was sluggish and it would overheat. The dealer brought back the chair and noticed the motors were dragging. The dragging allegedly caused the chair to overheat and smoke." RMA #(B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq-mcg, serial number/date (B)(4) is approximately 2 years old. The owner's manual part number 1143151, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.